Event description:
While using the sound processor, the pt reportedly experienced an overly loud sensation. After this experience, the pt reportedly was not able to hear well wtihin the sound processor. The pt was seen at the center for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device has been scheduled.